Event description:
A malfunction alarm, specifically malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, ensuring the malfunction did not recur. Customer was advised to continue using the pump and to report any future malfunctions.